Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode. Review of stored device memory noted device mode switch episodes from aai to ddd that corresponded with the syncope. During the mode switches, the heart rate went down to 45 beats per minute (bpm). No device anomalies were observed. No additional adverse patient effects were reported. This product remains implanted and in service.